Manufacturer narrative:
Additional information: h3, h6, h10. H10: the device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. There is no missing cap. Under water pressure testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette had missing cap. This was found before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.